Event description:
Patient was connectedd to a hot ice machione. The surgeon or salesman programs the machine after the staff is oriented. After aprox. 10 minutes, the machine began squirting hot water. The machine was shut off and unplugged at this time. The tubing was checked; it felt hot to the touch. The knee immobilizer straps were released and ice packs were applied. The salesman checked the machine. After his check, the machine had colled and was reapplied. Thereafter, it functioned normally.the hot ice machine was immediately removed from the facility by the salesman. When contacted the salesman stated he knew the model, serial number of the rented machine and wanted to have it evaluated by a non-partial entity.on august 11, 1993 a letter was received from the salesman stating that an evaluation of the machine was being performed. The results of that evaluation have not been received to date.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.